Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm reading was 197 mg/dl and the bg reading was 300 mg/dl. The patient was feeling dizzy, nauseous, and was vomiting simultaneously, so her fiancé decided to drive her to the hospital. Upon arrival, they took a bg reading which was 300 mg/dl, and the cgm reading was 170 mg/dl. The patient was treated with medication for nausea. There was no treatment documented for hyperglycemia. She stayed at the hospital for only two hours before going home. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.